Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that during an endoscopic sinus surgery procedure the bur came off from the handpiece and didn't rotate properly sometimes. The procedure was completed with backup device therefore there was no procedure delay as a result of this event. There was no patient impact.

Manufacturer narrative:
Analysis found that the inner assembly would spin freely by hand. There was no damage to the tip. When viewed under magnification, there was damage to the hubs: dimples on the front hub prior to the locking area caused by a misalignment of the handpiece locking mechanism; locking area deformation caused by the back side of the front collet of the handpiece; and deformation of the proximal inner hub chevrons caused by the handpiece drive mechanism. If information is provided in the future, a supplemental report will be issued.